Event description:
It was reported that this patient with a cardiac resynchronization therapy defibrillator (crt-d) device had a premature atrial contraction and then went into supraventricular tachycardia (svt) in which inappropriate anti-tachycardia pacing (atp) therapy was given however, it did not covert the rhythm. Since the atp did not convert, the device gave an inappropriate shock and it slowed the ventricular tachycardia (vt) rhythm down. Subsequently, due to post shocks there was undersensing on the r-wave and then the device paced on a t-wave and puts the patients rhythm back into vt with retrograde. Another shock was delivered which then converts the rhythm and now is back into normal sinus rhythm. The boston scientific field representative inquired about programming options. Technical services discussed programming options and recommended medication or svt ablation. At this time this crt-d remains in service. No adverse patient effects were reported.